Event description:
It was reported that during device check, the patient's rhythm was in atrial sense ventricular sense (as vs), then a premature atrial contraction (pac) falling into post-ventricular atrial refractory period (pvarp) (labeled ar) would conduct and the device would undersense the conducted ventricular beat. It was also reported that the r-waves were 11-15.68mv and was programmed to 5.6mv. There lead was reprogramming to 2.8mv; however, there was still undersensing of the conducted ventricular event from the pac. It was further reported that the device was programmed to unipolar sensitivity in the ventricle and r-wave were >15mv causing the undersensing to subside. The ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.